Manufacturer narrative:
Section a1: patient initials were not yet provided. Section a4: patient weight was not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife was duller than usual. The coring knife was still able to core; however, it was not a clean and easy cut. The coring knife was set aside to be shipped back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the reported event. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), was returned without the handle, protective cap, and plastic plug. Small areas of rust were noted, consistent with fluid contact during the implant surgery. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the knife revealed blade edge imperfections. Although a specific cause for the noted imperfections could not be conclusively determined, functional testing of the returned coring knife found that it was able to cut a polyurethane sheet without issue, comparable to a control knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. The knife passed all testing and inspection. A corrective action/preventive action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU lists the apical coring knife as an optional component for device implantation in the introduction section. Section 5 of the IFU, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.